Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Zisv6-35-125-5.0-100-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) # p100022/s001. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. Initial report details: surgeon went to deploy stent 5 x 100mm 125cm ptx and thumbwheel would only allow first 3 cm of stent to be deployed. The thumbwheel was spinning freely and rest of the stent could not be deployed. The surgeon broke open the handle and tried to get access to the retraction sheath but this did not work. He pulled on the outer ptx catheter and broke the stent but being able to remove the remaining stent that was not deployed. He then put eluvia stent inside the broken stent to continue the case. The patient was fine at the end of the procedure.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Zisv6-35-125-5.0-100-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) # p100022/s001. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. Initial report details: surgeon went to deploy stent 5 x 100mm 125cm ptx and thumbwheel would only allow first 3 cm of stent to be deployed. The thumbwheel was spinning freely and rest of the stent could not be deployed. The surgeon broke open the handle and tried to get access to the retraction sheath but this did not work. He pulled on the outer ptx catheter and broke the stent but being able to remove the remaining stent that was not deployed. He then put eluvia stent inside the broken stent to continue the case. The patient was fine at the end of the procedure.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4). Zisv6-35-125-5.0-100-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) # p100022/s001 the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. Initial report details: surgeon went to deploy stent 5 x 100mm 125cm ptx and thumbwheel would only allow first 3 cm of stent to be deployed. The thumbwheel was spinning freely and rest of the stent could not be deployed. The surgeon broke open the handle and tried to get access to the retraction sheath but this did not work. He pulled on the outer ptx catheter and broke the stent but being able to remove the remaining stent that was not deployed. He then put eluvia stent inside the broken stent to continue the case. The patient was fine at the end of the procedure.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Zisv6-35-125-5.0-100-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) # p100022/s001. This follow up report is being submitted to inform FDA that the device has been received and a lab evaluation and the clinical review of the images are pending . A follow up MDR will be submitted within 30 days with the final investigation conclusions. Initial investigation details: the zisv6-35-125-5.0-100-ptx device of lot number c1324331 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was asked to arrange the return of the device related to this incident. The complaint device has not yet been returned. The investigation will be updated once the device has been returned and evaluated. Images from the procedure were provided. The investigation will be updated once the images have undergone a clinical review. From customer testimony, it is known that the complaint device was advanced over a 0.035" diameter stiff wire guide. The device was flushed as per the instructions for use. The target site was not severely calcified or tortuous. Pre-dilation was conducted prior to stent deployment. There is no evidence to suggest that this incident did not occur. Complaint is confirmed based on the customer¿s testimony. Possible cause for this occurrence could be a difficult anatomy. A difficult anatomy could have created resistance during deployment, which could have caused or contributed to the failure to deploy the stent. However, it may be noted that the patient's anatomy was not described as severely tortuous or calcified. However, as the complaint device has not yet been returned, the images have not yet been reviewed, and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1324331. It may be noted that the failure mode of "deployment difficult" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. According to information provided, the patient did not experience any adverse effects due to this occurrence. The fractured stent portion was covered with an additional stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to inform FDA that the device has been received and a lab evaluation and the clinical review of the images are pending . A follow up MDR will be submitted within 30 days with the final investigation conclusions. Initial report details: surgeon went to deploy stent 5 x 100mm 125cm ptx and thumbwheel would only allow first 3 cm of stent to be deployed. The thumbwheel was spinning freely and rest of the stent could not be deployed. The surgeon broke open the handle and tried to get access to the retraction sheath but this did not work. He pulled on the outer ptx catheter and broke the stent but being able to remove the remaining stent that was not deployed. He then put eluvia stent inside the broken stent to continue the case. The patient was fine at the end of the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to MFR site as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113. Zisv6-35-125-5.0-100-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) # p100022/s001. Problem statement: ¿surgeon went to deploy stent 5 x 100mm 125cm ptx and thumbwheel would only allow first 3 cm of stent to be deployed. The thumbwheel was spinning freely and rest of the stent could not be deployed. The surgeon broke open the handle and tried to get access to the retraction sheath but this did not work. He pulled on the outer ptx catheter and broke the stent but being able to remove the remaining stent that wasn't deployed. He then put eluvia stent inside the broken stent to continue the case. The patient was fine at the end of the procedure.¿ device evaluation: the zisv6-35-125-5.0-100-ptx device of lot number c1324331 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a 0.035" diameter stiff wire guide. The device was flushed as per the instructions for use. The target site was not severely calcified or tortuous. Pre-dilation was conducted prior to stent deployment. The customer was requested to confirm if the stability sheath was in the access sheath during the deployment. However, at the time of investigation, the customer has not responded. The investigation will be updated if the information is provided. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. A single image photographed from an angiography monitor is provided along with the complaint report. 2. The image demonstrates the distal fragment of a fractured stent, consistent with a zilver ptx. Counting the number of stent element rows indicates that the fragment, although stretched to 48mm, was originally approximately 3cm long. 3. The distal two stent element rows overlapped with a distal right sfa stent. 4. A 16mm gap separated the fragment's superior end from a third stent in the mid sfa. The appearance of this stent is more consistent with an eluvia stent than a zilver stent. 5. Some mild atheromatous calcification was present in the distal sfa and mid sfa adjacent to the intact distal stent and the eluvia stent. No calcification was present adjacent to the zilver fragment. 6. A .035 wire was present through the stents. 7. The short segment of sfa anatomy imaged was straight and non-calcified. Imaging of the proximal anatomy was not provided. Assuming implantation through the same access, successful deployment of two other stents suggests no significant anatomic difficulties. Impression: 1. The provided image demonstrates a stent fragment with length and appearance consistent with the complaint report. 2. The retraction ribbon most likely disconnected from the inner sheath, otherwise the operator would have been able to deploy the stent by pulling the ribbon. It would have been possible to deploy the stent if the operator had cut through the outer delivery system and encountered the inner sheath. This would have required approximately 35 to 40cm of delivery system outside the patient. At this location this may have just been possible from a contralateral approach and definitely possible from an ipsilateral approach. Significant findings relative to the patient's anatomy were not observed. 3. Significant findings relative to the disease state were not observed. 4. Significant findings relative to the use of the device were not observed. 5. Significant findings relative to the design or performance of the device were observed. Although imaging of the pinwheel failure was not provided, the provided image does corroborate the intentional stent fracture required to remove the delivery system. The retraction ribbon likely disconnected from the inner sheath. 6. Cause of adverse events was not observed. The device labeled (B)(4) was evaluated on the 26th october 2017. During the evaluation, it was found that the device was marked as 8mm by 40mm stent. The condition of the device did not match the complaint description. The device labeled (B)(4) was examined on the 26th october 2017. During the examination, it was found that the device was marked as 5mm by 100mm, and it was suggested that the device was mislabeled. The device was not evaluated further at that time. On further review, documentation returned with the complaint devices indicated that the device returned labelled as pr 202425 was the complaint device for (B)(4). Once identified, the device related to this occurrence underwent a second laboratory evaluation on the 7th december 2017. On evaluation of the returned device, it was observed that the device was returned with a 0.032¿ diameter wire guide still loaded in the device lumen. Kinks were observed in the stability sheath at 52.5cm from the distal end of the stability sheath. The stability sheath over mould and a portion of the stability sheath were detached at 5.7cm from the end of the overmould. The proximal inner catheter was broken on the non-heat shrink portion, at 8cm from the proximal end of the proximal inner catheter. The proximal end of the proximal inner catheter was bent, and had a significant amount of congealed blood. The engineers were unable to remove the wire guide from the proximal inner. The stent retraction wire was observed to be separated from the stent retraction sheath. 72mm of the stent was returned with the device, and the engineers found evidence of stent fracture. The engineers found kinks in the proximal inner, but were unable to determine if the kinks occurred prior to, or after, the attempted deployment. There was no evidence of crinkles on the outer sheaths. Sustaining engineering stated that the 0.032" diameter wire guide would likely have not contributed to the deployment difficulties with the complaint device. The wire guide could have an outer diameter tolerance of ±10%, with a lower limit of 0.0315", which could explain how the customer stated that the wire guide was 0.035" diameter: complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath. Product development reviewed the lab evaluation and image review information. The engineer stated the following: "...the physician used a 125cm delivery system which could mean that a contralateral approach was used, crossing the bifurcation to reach the lesion, but we don¿t know. There is no evidence of difficult anatomy but the srs (stent retraction sheath) on the returned device was kinked. This could have happened: 1. During advancement (possibly contralaterally) causing difficulty with deployment and separation of the wire. 2. Or the kink could have happened after the event when the device was in transit back to cook. We don¿t have enough info to know what caused difficulty in deployment." The kink in the stent retraction sheath could have created resistance during the attempted deployment, which could cause the retraction wire to separate, and could have caused the partial stent deployment. Withdrawing the delivery system could cause the stent to fracture. In addition, the customer did not confirm or deny that the delivery sheath was in the access sheath during deployment. The could have also have caused the kinks in the stability sheath, and caused or contributed to the retraction wire separation. It may be noted that the images from the procedure do not show the bifurcation, and the image review does not describe any significant anatomical findings in relation to the implant site. However, as the information was not provided, and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. A CAPA ((B)(4)) has been initiated to document and track the actions taken to improve the strength of the stent retraction wire/stent retraction sheath joint. Document review prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath. According to information provided, the patient did not experience any adverse effects due to this occurrence. The fractured stent portion was covered with an additional stent. The risk was determined to be low (category iii). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to update the investigation details. Initial report details: surgeon went to deploy stent 5 x 100mm 125cm ptx and thumbwheel would only allow first 3 cm of stent to be deployed. The thumbwheel was spinning freely and rest of the stent could not be deployed. The surgeon broke open the handle and tried to get access to the retraction sheath but this did not work. He pulled on the outer ptx catheter and broke the stent but being able to remove the remaining stent that was not deployed. He then put eluvia stent inside the broken stent to continue the case. The patient was fine at the end of the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Zisv6-35-125-5.0-100-ptx devices are not cleared / approved in the us but are considered similar to other devices currently available on the market. PMA/510(k) # p100022/s001. The zisv6-35-125-5.0-100-ptx device of lot number c1324331 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was asked to arrange the return of the device related to this incident. The complaint device has not yet been returned. The investigation will be updated once the device has been returned and evaluated. Images from the procedure were provided. The investigation will be updated once the images have undergone a clinical review. From customer testimony, it is known that the complaint device was advanced over a 0.035" diameter stiff wire guide. The device was flushed as per the instructions for use. The target site was not severely calcified or tortuous. Pre-dilation was conducted prior to stent deployment. There is no evidence to suggest that this incident did not occur. Complaint is confirmed based on the customer¿s testimony. Possible cause for this occurrence could be a difficult anatomy. A difficult anatomy could have created resistance during deployment, which could have caused or contributed to the failure to deploy the stent. However, it may be noted that the patient's anatomy was not described as severely tortuous or calcified. However, as the complaint device has not yet been returned, the images have not yet been reviewed, and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1324331. It may be noted that the failure mode of "deployment difficult" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. According to information provided, the patient did not experience any adverse effects due to this occurrence. The fractured stent portion was covered with an additional stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Surgeon went to deploy stent 5 x 100mm 125cm ptx and thumbwheel would only allow first 3 cm of stent to be deployed. The thumbwheel was spinning freely and rest of the stent could not be deployed. The surgeon broke open the handle and tried to get access to the retraction sheath but this did not work. He pulled on the outer ptx catheter and broke the stent but being able to remove the remaining stent that was not deployed. He then put eluvia stent inside the broken stent to continue the case. The patient was fine at the end of the procedure.